Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; device manufacture date - unknown.

Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor. No further information has been received.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 540 nmol/l and chrome 350 nmol/l) are strongly elevated according to the nov guidelines.it was stated that the patient suffered from a nickel allergy. (B)(6) data indicates a cup inclination angle of 50 degrees with an anteversion of 14 degrees. On a provided CT scan the cup inclination angle was measured at 45 degrees. It was not possible to measure the anteversion angle. On provided radiographs dated (B)(6) 2009 and (B)(6) 2012 the inclination angle was measured at 50 degrees. On the radiograph dated (B)(6) 2009 the anteversion angle was measured at -4 degrees. It was noted that the cup was retroverted and malpositioned. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Reference is also made to fu (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿it also was noted that the hip stem was in varus and had subsided by 4 mm on interval radiographs. A cerclage device had been placed around the proximal femur which indicates that there was an intra-operative femoral peri-prosthetic fracture. A malpositoned migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear.reference is made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the possible adverse effects section: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ due to insufficient data the existence of the reported pseudotumor could not be confirmed and it is also not possible to identify its cause. However, the retroverted cup and the malpositioning/migrating hip stem could have caused or contributed to the reported clinical outcome.the product and lot number identification necessary to review manufacturing history and the complaint history was not provided.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor.